Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history review. Visual and functional testing were performed. Visual inspection showed that the top case was cracked on both front lower corners. Right plunger case cracked at top surface. During the power up process, this issue was not duplicated. The root cause of the issue could not be determined as there was no issue found was with the primary speaker, interconnect board and main board. Replaced speaker as a preventive measure.

Event description:
It was reported that there was an auxiliary control unit watchdog warranty. No patient injury was reported.